Event description:
It was reported that guidewire tip detachment occurred resulting in an unretrieved device fragment. A rotawire guidewire was selected for rotablation procedure. During procedure, tip of the guidewire broke in the terminal vessel, and it remained inside. The procedure was completed successfully using same rotawire and there were no patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Manufacturer narrative:
E1: initial reporter facility name, address, phone: corrected. B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that guidewire tip detachment occurred resulting in an unretrieved device fragment. A rotawire guidewire was selected for rotablation procedure. During procedure, tip of the guidewire broke in the terminal vessel, and it remained inside. The procedure was completed successfully using same rotawire and there were no patient complications reported.